Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging sticking test strip. The reporter stated 10 to 15 strips are sticking together, finds it difficult to take out only one strip at a time, and it's an ongoing issue with all boxes. The reporter alleged he has to close the strip vial lid, shake the lid, and open the vial again. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.